Event description:
It was reported that, "pt developed lateral laxity. Insert was replaced with 21mm ts insert. Patella was replaced, wear was identified by doctor and he wanted to replace it."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00921.